Event description:
During the procedure the physician had problem with an early [unexpected] detachment of the gdc 10-ultrasoft stretch resistant coil synerg detection circuit. The patient's condition was not affected by this event.